Manufacturer narrative:
On 8/20/2019, the codes were updated. The product experience code off label use added. Surgical intervention added for the patient code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient had issue with capsular contracture baker grade iii and surgeon cleaned out pocket and kept the same implants in patient. Date of procedure is unknown. No rupture as it was reported initially. The report indicated that just the left implant was reinserted note. Reusing the same implant is off label use. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, patient reported that after seeing her doctor , he didn't confirm deflation and just indicated that the implant had to be put back in the ¿pocket¿ which would require surgery . I had the surgery on (B)(6) and the breast seems to be dropping again. Will visit the doctor again in (B)(6). This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 10, 2024 indicated that the patient underwent bilateral removal on (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture grade iii, off label use, surgical intervention. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 9, 2024, indicated that the post-operation indicated that the right implant was rotated and had defect anteriorly. As a result, patient underwent right side with 695cc natrelle scf exchange, liposuction lateral axillary line, fat transfer breast, mesh reinforcement of attenuated capsule. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Follow up:( 6) mistakenly reported that the device was received by mentor even though the left device was not received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memoryshape¿650cc silicone breast implants which patient believes her left side is ruptured, and as a result implant has dropped. Her right side has wrinkled and feels like a bubble. These issues occurred after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.